Manufacturer narrative:
E1. Reporter title: product complaint analyst h3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming air in line. It was confirmed that the connectors were tight, but the patient reported that there were visible air bubbles in the tubing. Due to the keypad not working, the battery door opened to power down the pump. The tubing was clamped near the port and was massaged to disperse the bubbles. After unclamping the tubing and closing the battery door, the alarm returned upon start up. With the cassette latch locked by the facility, the patient was unable to further troubleshoot. The event occurred during patient use and there was no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the fluid path containing air bubbles; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.